Manufacturer narrative:
(B)(4). Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Upn- search corrected from h7493927612550 - nc emerge mr, ous 5.50mm x 12mm - 39276-1255 to h7493927615500 - nc emerge mr, ous 5.00mm x 15mm - 39276-1550. Upn corrected from h7493927612550 to h7493927615500. Catalog/model # corrected from 39276-1255 to 39276-1550. Device evaluated by MFR: eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 1mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.